Event description:
Alcl case report - (B)(6) female, caucasian. History of bilateral breast augmentation is 1996 at an outside facility. Pt with a 4 year hx of painful swelling of left breast after a mammogram. She then had 2 yr history of induration and erythema of inferior portion of left breast. In 2012, the pt underwent MRI and skin biopsy of the indurated portion of her left breast. By report, the biopsy showed inflammatory tissue, but no malignancy. The pt presented with increased pain and swelling of her left breast. Her left breast was firm, and larger volume than her right breast. She had an area 5 x 8 cm of erythema along the inferior aspect of the left breast. The pt was taken to the operating room on (B)(6) 2014. She had dense fibrosis and induration of the skin and underlying breast tissue on the left. Frozen section pathology was consistent with probable inflammatory carcinoma. Entire capsulectomy performed bilaterally. On the right, the capsule was thin, and the implant was intact. On the left, the capsule was thick and firm, and the implant was completely deflated. The implant was surrounded by 250-300 cc of cream, monogeneous yellow fluid. This was sent for cytology. Procedure was bilateral capsulectomy with removal of implants, and closure over drains. The implants were mcghan textured saline implants, 270 cc, appeared to be shaped implants. No other identifying marks on implants. Procedure in 1996. No add'l procedures on her breasts since initial implantation.